Manufacturer narrative:
Method: actual device was not returned, so implantech reviewed production records, as well as performing trend analysis. (There have been no other reports associated with this lot , or on the cma-14r catalog number. Review found event(s) are not occurring more frequently or severely than anticipated.) Results: no device problem was found. Conclusion: both displacement and poor wound healing are know, inherent risks with facial implant surgery, and are addressed in the labeling for the product.

Event description:
Complainant reported that patient who had mandibular angle implants placed, subsequently had implants explanted bilaterally approximately 10 weeks post-operatively. This report is regarding the right side implant. (See MDR # 2028924-2021-00006 for report on the left side implant.)